Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had slightly perforated and on surface telemetry, pacing at 40 bpm was found. Furthermore, device was programmed. Health care professional (hcp) will continue to monitor the patient. This pacemaker device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm allegation with the device as the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker device had slightly perforated and on surface telemetry, pacing at 40 bpm was found. Furthermore, device was programmed. Health care professional (hcp) will continue to monitor the patient. This pacemaker device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.